Manufacturer narrative:
Since the technical analysis is needed to complete the investigation and since it was not sent even after several reminders, the case is closed and will be re-opened if data are sent. The r&d team found that the smartview installation file you provided shows that smartview 3.14 was installed and was well installed.

Event description:
Reportedly, the programmer update at dr. Basic's practice in tyrol was on may 14, 2024 with software version 3.16. Today, dr. Basic checked his first patient since the update. He wanted to measure everything using the smartcheck function, but a windows error message appeared (see the attached image). I have attached the log file from the update. The patient is also using telemedicine. I am also sending you a data file. I need to see when I can be at his practice again to get the technical files.

Event description:
Reportedly, the programmer update at dr. (B)(6) was on (B)(6) 2024 with software version 3.16. Today, dr. (B)(6) checked his first patient since the update. He wanted to measure everything using the smartcheck function, but a windows error message appeared (see the attached image). I have attached the log file from the update. The patient is also using telemedicine. I am also sending you a data file. I need to see when I can be at his practice again to get the technical files.